Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was depleting the batteries quickly. Customer reported the insulin pump alarmed a no power alarm during bolus delivery. Customer was able to resolve the issue with a battery change. Customer's blood glucose was 403 mg/dl. Customer treated her high blood glucose with the device. Customer will not be returning the device for analysis.